Manufacturer narrative:
Per tandem pump user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was exposed to water due to submersion in the swimming pool. Subsequently, the pump battery couldn't be charged. Customer¿s blood glucose level around 300 mg/dl. The customer reverted to an alternate method of insulin therapy.